Event description:
A 50 yr old white female status post subglandular inframammary, 240cc, heyer schulte gels placed for augmentation on 05-13-75. Pt states the right has decreased in size over the yrs. The left has always been harder and more painful with increased pain. No history of trauma. Arthralgias, (morning stiffness)/myalgias, dyesthesias/paresthesias, sleep disturbances, night sweats, headaches, temporomandibular joint disease, visual changes, orthostatic dizziness, memory loss, sicca, brow loss, oral sores, rashes, sensitivity to sun/cold, shortness of breath/chest pain/costochondritis, increased cholesterol, weight gain, gastrointestinal/genitourinary problems, and easy bruising, dyspareunia. Right ruptured implant.